Event description:
It was reported that the pulse generator exhibited twenty eight noise reversion episodes. However, noise was not seen on the intracardiac egms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.